Event description:
Harmonic scalpel shaft would not rotate when tightened. Discovered before procedure started when tightening device. New harmonic scalpel subsequently opened and used without incident. Reason for use: diagnostic laparoscopy, lysis of adhesions. Event abated after use stopped or dose reduced?- no.